Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on force sensor resistor. The excessive no delivery test and occlusion test could not be performed due to prime/fill anomaly. No unexpected motor noise noted during testing. No drive/motor anomaly noted. The motor passed motor test. The device also had a scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, stripped battery cap at coin slot. Moisture damage was found on the lcd board. It passed the displacement test, rewind, basic occlusion test, self test and unexpected restart test. All operating currents are within specification. The off no power alarm functions properly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the battery cap does not tighten, it just spins around. It was also reported that the motor makes a louder noise than normal during rewind. Blood glucose value was 214 mg/dl. Troubleshooting was not performed. The device was returned for analysis.